Event description:
During a side port study, they were unable to withdraw medication; they were also unable to inject dye. The pt's catheter was broken; the location was unk. They planned to replace the catheter. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).